Manufacturer narrative:
Claim # 06/237

Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens on 01/28/2006. The lens was explanted on 02/28/2006 due to excessive vault. The patient experienced narrowing of the angle and shallowing of the acd. An iridectomy was performed.